Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the scratches observed were due to the user hit a hard object and gave a strong impact. It was presumed that the phenomena occurred due to the user did not take care of the parts after use. About 5 years have passed since the subject device was delivered, and it was presumed that the lock latch on the video connector socket worn out due to repeated use for a long period. By this, it was presumed the electrical contacts of the connector were unstable and the image disappeared when the pigtail was being moved. It was presumed that the pip connector was corroded due to the user left it wet. As stated on the IFU (instruction for use) the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. After using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection determined that the device was found with loose video connector unit latch causing loss of image when cable was being moved. The front panel was found faded and deep scratches on the top cover of the unit was observed. The software version is an old version and needs to be upgraded. The identified parts were replaced, device was repaired. Once completed the device was tested and passed all required testing and specifications. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an asset return inspection the device was found with worn out lock latch causing loss of image. No patient involvement on this event reported. No user injury reported.